Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient has no range of vision· patient was seeing 20/25 distance, j10 near. The patient was refracting at minus·25· surgeon tried a plus 1 and plus 1·5 contact lens to see if patient could get more near and intermediate with no effect· pre-operative measurements all consistent, minimal astigmatism, no macular issues· cornea is clear· lens is well centered and normal pupil size. Additional information was received, the lens was explanted and replaced with unspecified lens in a secondary procedure. Additional information has been received and stated that the patient had excellent distance vision but no near vision. No patient harm was reported.

Manufacturer narrative:
The lens was returned in a clear liquid inside a specimen cup. The optic was cut from edge past center, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Replacement lens information was not provided. No further information has been provided at this time. File will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).